Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device in a patient with a right femoral artery stent. The procedure progressed without difficulty until knot advancement. The cardiologist pulled back on the device to advance the knot and could not pull the device out. Fluoroscopy showed that the catheter was kinked under the stent. The device was pulled and removed. But part of the sheath was sheared and left behind. A contralateral groin access was used to send a snare to the right groin and retrieve the remaining sheath section. The patient was then taken to surgery for removal of the snare and primary closure of the left groin arteriotomy. Surgery was successful and the patient was discharged to home without sequelae.